Event description:
It was reported that customer was hospitalized due to a failed pump in the middle of the night. It was reported that the customer was very ill and experienced seizures prior to calling the paramedics. Customer's blood glucose level during this time was below 20 mg/dl. Customer was treated at the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.